Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The definitive cause for the user's experience cannot be determined at this time, however the user suspects it was user error. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during a procedure using a evis exera iii duodenovideoscope, the user attached a single use cover and performed the procedure as normal. As the doctor removed the scope from the patient, he found that the cap(cover) was missing. The missing cap was found in the mouth of the patient. The doctor stated that he believes that the tech who applied the cap did not tighten it securely. The patient was intubated. The doctor also feels that it is possible that the cap got knocked off when hitting the endotracheal tube. The doctor stressed that he strongly believes that this event was caused by user error. There is no patient injury related to this occurrence.

Manufacturer narrative:
The device was returned to an olympus service center for a routine asset return evaluation with no alleged complaint, a few weeks after the alleged incident occurred. There were no issues identified that could have caused or contributed to the reported issue (cap fell off). The device was repaired and returned to olympus asset inventory. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the legal manufacturer's investigation, although a definitive root cause could not be determined, it is likely that the distal cover fell off because the cover was not securely tightened by the user. The suggested event is preventable by handling the device in accordance with the following warnings outlined in the device's instructions for use: "should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the single use distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.". "Only the single use distal cover (maj-2315) can be used with the tjf-q190v model. If used in combination with a wrong single use distal cover, it may fall off the distal end of the endoscope during the examination. Continuing the examination after the single use distal cover has fallen off may cause patient injury by the uncovered distal end of the endoscope and this could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed." . "Never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.".